Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 months. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient suffered a hemorrhagic stroke per head CT. The patient experienced left sided paralysis and confusion. The patient had been diagnosed with a severe, ongoing driveline and blood stream infection, and that an initial embolic stroke occurred from septic emboli. The infection was previously unreported to the manufacturer. It was suspected by the lvad clinicians that the stroke converted to hemorrhagic. It was reported that the patient had a history of noncompliance, and was intermittently therapeutic. The patient experienced severe headaches from pressure on the brain, and support was ultimately withdrawn. The patient expired on (B)(6) 2017. It was reported that the lvad clinicians believed the event was not device related. No additional information was provided.

Manufacturer narrative:
The customer reported that the pump would not be returned to the manufacturer for analysis as the lvad clinicians believed the event was not device related. A correlation between the device and the reported stroke could not be conclusively determined. No further information was provided. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.